Event description:
A review of films post-implant show that the stent grafts are positioned from just distal to the lsa, extending into the descending thoracic aorta. Currently, the bare spring of the proximal device is near the level of the lsa; there is a likely proximal type I endoleak seen along the inner curvature of the arch. The diameter of the proximal end of the stent graft is 42mm. The reported stent graft distal migration and proximal type I endoleak was confirmed. The amount of migration could not be determined. Images at implant and earlier follow-up images were not provided; therefore, the aneurysm morphology and device placement over the implant duration could not be assessed. The cause may be due to disease progression; proximal neck dilatation.

Manufacturer narrative:
Methods: films.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a large aneurysm of the descending thoracic aorta. The patient had a previous surgical replacement of the ascending thoracic aorta. The current diameter of the proximal aortic neck is 41mm. It was reported that at the index procedure a left carotid subclavian bypass was done, and the proximal stent graft was deployed in a position that intentionally covered the left subclavian artery. There were positioning difficulties when attempting to pass the proximal device through the right femoral artery. An angioplasty of the right femoral and internal iliac arteries was performed, but the device still would not pass. An ileal conduit was then used for deployment of the stent grafts, and the conduit was then pulled down and used to complete a right iliofemoral bypass after the stent grafts had been deployed. The final angiogram showed exclusion of the aneurysm with no evidence of endoleak. Follow-up imaging done approximately three years post implant revealed a 1 cm migration of the stent graft with a lesion/proximal type I endoleak noted on the inner curve of the aortic arch. The patient is being monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: migration, endoleak. Anatomy related; access vessels. Disease progression; proximal seal dilatation. Conclusion: anatomy related; access vessels. Disease progression; proximal seal dilatation. Migration, endoleak.